Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced recurrent hypoglycemia while using the ilet with a dexcom g7, including one episode after unannounced eating followed by a nap and another episode that occurred after correction dosing when glucose rose to approximately 194 mg/dl and then declined to approximately 39 mg/dl; the customer self-treated with carbohydrate beverages and foods and did not perform a confirmatory fingerstick. Symptoms included low blood glucose with impaired ability to self-manage due to underlying muscular dystrophy. Outcomes included recovery to target range without third-party assistance or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed no device alarms, no reported hardware malfunction, and no confirmed sensor or pump error, with the pattern consistent with hypoglycemia of unclear cause and potential user-related factors such as unannounced carbohydrate intake and timing of correction insulin. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.